Manufacturer narrative:
E1: initial reporter postal code - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. It was observed that the device had discharged out of the balloon, with a majority of the compounded flucloxacillin sitting in the outer bag (~140ml) and the remaining solution sitting discharged inside the device but outside the balloon. As far as the customer could see, all the caps were screwed down tight, therefore, it was unlikely to have leaked from there and the customer was unable to see any holes in the line. The leak was contained within the sealed overpouch. The device was filled with flucloxacillin (baxter) 8000mg in sodium chloride 0.9% 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between december 19-20, 2024. H11: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside the bag that contained the unit which suggested a leak had occurred. Further inspection revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.